Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a slower flow rate are not reportable when flow rate accuracy is below -5% but above -15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Refer to complaint #: (B)(4).

Manufacturer narrative:
On 3/21/2024 flowrate issue was observed during preventive maintenance. Cause traced to maintenance as there are no maintenance activities performed in 2023 where it clearly indicates that the pump is missing its yearly maintenance.

Event description:
On 3/21/2024 during servicing activities of zyno medical, llc which includes preventive maintenance there is a flowrate offset% issue where flowrate offset% at pre-rework is 9% and at post-rework it is 0%. No patient involved as this is observed during preventive maintenance.